Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient receiving fentanyl (unknown dose and concentration) via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). The patient stated their pump malfunctioned after they got if filled. The exact date of the event was not known, but the patient guess it was two years ago. The patient stated they were driving and "could have died". The patient stated they felt like they had taken a bunch of norco or something. The patient stated, "she looked at her eyes and they looked like pin drops". The patient called their doctor and was told to come back and they gave her narcan and then took her by ambulance. The symptoms were considered gradual. The patient reported the situation was resolved and the doctor "had to shut the pump off". No further information was provided. On 2019-apr-08, additional information was received from the healthcare professional (hcp). Additional information regarding the pump malfunction was requested and the hcp responded, "dipsy - doodle". The hcp was asked if the patient was overdosed and the hcp stated, "no". The cause of the event was requested and the hcp stated, "unclear". The date the event occurred was requested and the hcp stated, "as stated". The medication in use at the time of the event was requested and the hcp stated, "matter of record". The actions taken to resolve he event were requested and the hcp stated, "naloxone, monitored at sah". The patient's weight was requested and the hcp stated, "age appropriate".